Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient states when she opened the cycler door, there was fluid in the tubing set compartment. Pd nurse reports that cultures were drawn and came back with negative growth. Prophylactic antibiotics were administered as a precaution. Patient reports no ill effects, effluent has remained clear. There is no sample available for evaluation.